Manufacturer narrative:
Upon review of the device history for the serial (B)(4), it was determined that the device was manufactured on 10/27/2015 and the one (1) year warranty period has expired. Due to the age of the smart cable and that repairs are not available for the smart cable, the customer elected to replace the smart cable. The smart cable was not returned to verathon for evaluation, therefore the cause of the event could not be determined. However, it is likely the reported damage to the smart cable connector caused or contributed to the event. The glidescope operations and maintenance manual (omm) states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the video monitor would not produce an image. Reportedly after the procedure the smart cable was inspected and the connector appeared damaged. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.